Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they had experience to hyperglycemia. Customer's blood glucose level was 450 mg/dl. Customer mother reported that the insulin pump had motor error alarm. Customer stated the drive support cap appears normal. Customer declined to perform the test. Mother of customer stated that the customer was disconnected from the insulin pump before the call. Customer was unable to clear the alarm and unable to complete insulin pump rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.